Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump would not power on. There was evidence of moisture behind the display screen lens. A battery compartment crack was observed. The battery cap was able to properly secure to the pump. There was no evidence of moisture within the battery compartment. There was evidence of moisture within the pump¿s internal components. Unrelated to the complaint, the bolus button cover was found to be missing. A leak was observed at the missing bolus button cover during leak testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported the pump would not power on and there was evidence of moisture ingress behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.